Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting a beeping tone and could not be interrogated. The ICD was explanted.